Event description:
A malfunction alarm with code "malf 0" was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. Customer was informed to continue using the pump and to contact support if any further issues arise.